Manufacturer narrative:
A complete lead was returned in one piece measuring 58.4cm. Analysis was completed to reveal no lead issues found. The lead was normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the newly placed lead had a pacing impedance greater than 4000 ohms and the guidewire was unable to advance. The lead was explanted and exchanged. There were no patient consequences.